Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The visual inspection confirmed that the probe was broken off. The broken probe portion measured approximately 18mm in length from the distal end. Additionally, the device failed the probe check and error code u509 was displayed. The probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissue. Otherwise, various forms of damage in the probe tip and/ or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/ or falling inside the body cavity, and/ or partial separating may occur." Please cross reference MFR numbers; 2951238-2015-00516 and 2951238-2015-00517.

Event description:
Olympus was informed that during a therapeutic total laparoscopic hysterectomy (tlh) procedure, the tip of the device broke off. The tip of the device broke off outside the patient while it was being wiped down. There was no patient injury reported. No further information was provided. This is three of three reports.